Event description:
A report was rec'd that alleges that the tracheostomy tube required placement. The pt's mother had accessed the pilot balloon valve to attempt to remove pressure from the cuff. During access the valve became stuck which required replacement. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.